Event description:
It was reported that the user experienced a low blood glucose episode after announcing a large meal and selecting the usual meal option following a period of reduced meal insulin, which resulted in excessive insulin delivery and hypoglycemia. Symptoms included hypoglycemia accompanied by dizziness, sweating, and shakiness. Outcomes included successful correction with oral carbohydrates, an alert for low glucose from the ilet, no need for outside assistance, and no medical intervention, with the low lasting about one hour and a nadir of 45 mg/dl. Investigation included troubleshooting and education, including a recommendation to perform a factory reset due to maladapted meal announcements and provision of educational materials on transitioning to the ilet. Investigation of this case revealed user-related incorrect meal size announcement use leading to low glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement selection and adaptive settings, remediated by education and a planned factory reset.